Manufacturer narrative:
No medwatch form was received. Analysis was normal.

Event description:
It was reported that the patient presented to the emergency experiencing syncopal episodes. The pulse generator exhibited noise. On (B)(6), during a follow up ventricular noise was noted. The pt was provided with zio patch to correlate noise w/symptoms. On (B)(6), the device was explanted and replaced.